Manufacturer narrative:
The pt's attorney initially reported a single composix kugel mesh, which was filed with the FDA under rae (B)(4) when davol was originally made aware of the complaint. However, medical records were later rec'd that identified add'l meshes. Based on the info provided, it is unk whether the device may have caused or contributed to the reported event. The pt has had a prior laparotomy secondary to a knife wound in 2000 and has been treated for multiple recurrent hernias. The info provided indicates that the pt developed and was treated for an infection. The warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." The pt was also treated for adhesions and recurrence, both of which are known adverse events listed in the IFU. With the current available info, no conclusion can be drawn. See MDR 1213643-2011-00706 for info related to the collamend biologic mesh implanted on (B)(6) 2007.

Event description:
On (B)(6) 2003: repair of multiple incarcerated ventral incisional hernias with composix kugel mesh, lysis of adhesions. On (B)(6) 2005: repair of recurrent ventral incisional hernia with composix kugel mesh, lysis of adhesions. On (B)(6) 2006: explant of both composix kugel meshes, drainage of intraabdominal abscess. On (B)(6) 2006: office visit, serous drainage. On (B)(6) 2006: office visit, minimal serous drainage. On (B)(6) 2006: office visit, redness and swelling. Pt treated with antibiotics. On (B)(6) 2006: office visit, minimal drainage, recurrent hernia noted. On (B)(6) 2006: office visit, epigastric incisional hernia noted. On (B)(6) 2007: office visit, increasing ventral hernia causing discomfort. On (B)(6) 2007: large recurrent ventral incisional hernia repair and enterocutaneous fistula with dehiscence. On (B)(6) 2007: repair of recurrent incisional hernia repair collamend biologic implant, repair of small serosal tear in bowel. On (B)(6) 2007: manipulation of collamend biologic implant, closure of enterotomy, ventral herniorrhaphy with drainage of the abdomen. On (B)(6) 2007: office visit, developed fistula, 2 pieces of small bowel came out. On (B)(6) 2007: repair of abdominal hernia with non-bard mesh, lysis of adhesions, small bowel resection, closure of evisceration.